Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a fill estimate issue showing 0 units instead of the expected 80 units. There was no adverse impact to the customer's blood glucose level. The caller completed necessary steps such as the load process and removing air from the cartridge. Technical support assisted the caller in filling and loading a new cartridge, and the caller agreed to disconnect and deliver a 10.2 unit bolus to update the insulin estimate, which resolved the fill estimate discrepancy.